Event description:
Affiliate reported that the valve had first been implanted in 2003. A magnetic resonance test in 2006 revealed that the valve was not programmable any longer. As the patient was in a good condition, it was decided to wait before taking any further steps. Over-drainage started occurring, therefore, that decision for a replacement of the valve have been taken. The faulty valve has been removed in 2007.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.